Event description:
It was reported that a pump has a door that will not latch closed. It was also reported that there was no pt injury.

Manufacturer narrative:
The device was returned to baxter and an elevation was performed. The evaluation found the door able to latch close with a loaded IV set, however, the force required to secure the door exceeded expected levels, confirming the reported "door that will not latch closed." Review of the history log found 174 occurrences of a "door jammed" alarm, which encompasses the reported symptom. Door hooks and latch pins will be replaced.